Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated that two segments of this ra lead were returned. The conductors and the insulation had been cut on all ends, and the conductors were deformed. Analysis could not confirm damage 100mm from the terminal pin, that portion of the lead was not returned to (B)(6).

Event description:
Boston scientific received information that the associated pg was explanted and replaced due to normal battery depletion. During the explant of the pg, it was observed this right atrial (ra) lead was broken about 10 cm from the connector. The decision was made to implant a new ra lead. There were no adverse patient effects reported.